Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) earlier than expected. A clinician had requested a longevity estimate in (B) (6) 2010 and was told the device had one and a half years remaining. The field representative reported that the monitoring voltage was now 2.57v. The current charge time was not known. Technical services discussed that the longevity estimate in january was based only on the voltage. This device was included in the mid-life display of replacement indicators and appeared to be exhibiting extended charge times.

Manufacturer narrative:
The device was scheduled for replacement. This report will be updated when additional information is received.

Manufacturer narrative:
The device was explanted two weeks later and was replaced with another boston scientific ICD. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.